Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.

Event description:
On (B)(6) 2022, a distributor of infutronix reported a complaint on behalf of an end user: "the admin set was broken at the distal end of the cassette while receiving therapy at home. The tube came out of the white connecter that goes into the cassette came out." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4) medical co. Ltd.